Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay-user/patient contacted lifescan (lfs) alleging that the one touch ultra meter is giving the message "apply sample." The patient tests his blood glucose twice per day, once in the morning and once at night. The patient takes 50 units of lantus once per day and is on a novolog insulin sliding scale. The patient takes 1 unit of novolin for every 15 mg/dl above 200 mg/dl (blood glucose reading). The patient stated he was unable to test his blood glucose since the issue started approximately on two weeks earlier at 5:17 pm. The patient alleged that since then, he had one episode of hyperglycemia and one episode of hypoglycemia. On approx ten days prior to original date, the patient went to his sister's house ot obtain a glucose reading. When he arrived at her house after driving for 1 hour, he started to feel symptoms suggestive of hypoglycemia and was tested at "39 mg/dl" on his sister's meter. The patient ate a piece of pound cake and was reported to have felt better. On another occasion (unspecified date and time) also after the reported issue began, the patient developed symptoms of "thirsty and feeling irritable." According to the patient, his symptoms were suggestive of hyperglycemia. He self-administered 2 units of novolin and stated that he felt better sometime after his treatment. During the troubleshooting session, the cca verified that the patient was using the correct technique for sample application, the blood sample was drawn into the test area, and the reported issue was not resolved with the new vial of test strips. This complaint is being reported because the patient alleged he was unable to obtain a blood glucose result and later had a hypoglycemic episode and a hyperglycemic episode. Replacement products were sent the patient.